Manufacturer narrative:
On 19 oct 2018 arjo was informed about the event, which occurred during transfer of the resident (87 years old male, weighing 133 ibs) from the bed to the wheelchair. The resident slid from the sling and fell to the floor. As the consequence of this event, the resident suffered laceration behind left ear and sutures were required. The system involved in the event was maxi move passive floor lift and the passive clip sling. The system was inspected by arjo service technician after the event. The lift visual inspection showed that the lift was in good condition, only minor scuff marks were observed on the base and legs. The facility conducted its own investigation to determine the cause of the event. The simulation to reconstruct the course of the event was performed with the involvement of two nurse assistants (nca's), which were present during the event. On the basis of this, the following conclusions could be reached: the resident slipped out of sling as a result of the resident's weight distribution, which caused that the leg's clips detached from the lift's spreader bar. The instructions for use dedicated to the passive clip slings (04.sc.00-int1_2) warn: "to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." During the demonstration, it was observed that the nursing assistants did know how to determine the appropriate size of the sling. According to the instruction for use: "to avoid the resident from falling, make sure to select the correct sling size according to the IFU." Based on the gathered information, the extra-large (xl) sling was used during the transfer of the resident. This size is dedicated to the weight range 140-200 kg (308-440 lbs). The resident involved in the event weighted 133 lbs., therefore the medium (m) sling should be used for the transfer, instead of the extra-large. Taking into account all facts and information collected in a course of this investigation, we can determine that two factors could contribute to the event- detachment of the leg clips and using the sling with inappropriate size (several sizes off). Due to this fact, the facility defined some actions to prevent re-occurrence of such event: identification of the color coding of the slings to ascertain the maximum weight for each sling, according to the product labelling; the sling size (by the color coding) will be provided to the resident's care plan for the staff reference to make sure that the correct sling will be used by the facility staff; all sling will be marked with the facility name and all slings without this designation will be discarded; re-training from using the patient handling system (lift and sling) for the facility staff will be performed. Based on the analysis results and review of similar situations that took place in the past revealed that the resident's slip out of sling occurred when a user does not follow information presented in the device labeling. To conclude, arjo maxi move lift and the passive clip sling were used for resident's transfer when the patient slipped out of the sling and fell to the floor. There was no technical failure with the lift or the sling which might have contributed to the event. The complaint was decided to be reportable due to the fact that the resident sustained serious injury.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(4) 2018 arjo was informed about the event, which occurred during the transfer of the resident ((B)(6) male, weighing (B)(6)) from the bed to the wheelchair. The resident slid from the sling and fell to the floor. As the consequence of this event, the resident suffered laceration behind left ear and sutures were required. The system involved in the event was maxi move passive floor lift and the passive clip sling.